Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery (rca) with heavy tortuosity. The 2.8x19mm graftmaster covered stent was attempted to be advanced; however, failed to cross due to the anatomy. Therefore, the graftmaster was removed from the patient. As no device was able to cross the lesion surgery was performed on the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to advance could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the heavily tortuous, 99% stenosed lesion during advancement, causing the reported failure to advance; however, based on the information provided by the account and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that a second graftmaster stent was advanced; and deployed at the perforation without issue. The patient was then sent for surgery for continue treatment. No additional information was provided.